Event description:
On (B)(6) 2012, the patient contacted animas for assistance in using the ezbg feature to bolus for a blood glucose (bg) value of 501mg/dl. The patient reportedly did not test for ketones and there were no reported symptoms. The patient stated that she has been on the pump for 3 days and that her bgs have been running high all evening. The clinical manager (cm) reportedly advised the patient to check her bg at 11 pm and if the bg was under 400mg/dl to do nothing and to check her bg again at 3am. The patient's bg at 11 pm was reportedly 396 mg/dl, and per the cm's advice, the patient did nothing to treat her bg and went back to bed. The patient reportedly tested her bg again at 3 am and her bg was reported to be 501mg/dl. The cm had reportedly advised the patient if her bg was over 200mg/dl at 3am to contact animas customer support (cs) for assistance with the ezbg bolus feature. During troubleshooting, cs provided assistance to the patient with bolusing using the ezbg bolus feature and the patient's bg reportedly went down to 452mg/dl within an hour and then went down again to 391mg/dl. Cs advised the patient to check her bg again in another hour or two and then contact the cm to review her bg values and to obtain further instructions. There was no indication of a pump malfunction, the pump is not being returned at this time and the patient continues to use insulin pump therapy. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: 09/05/2012 device evaluation: the pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: on testing, no hypersensitive keypad buttons were noted. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A normal 10 unit bolus and a 10 unit audio bolus was performed successfully and accurately recorded in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.